Event description:
Caller reported an error with their continuous glucose monitor, known as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who guided them through a pump reset. Following the reset, no error codes were displayed again, and the caller successfully started their sensor session.